Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient had a "skin tear" on her back. It was reported that the irritation may have been due to an electrode rubbing the area. The patient's nurses applied a dressing to the area. Follow-up indicated that the irritation was healing.